Event description:
According to the reporter, a patient's radiologist called for medical advice for a confirmed retained capsule. The physician is not sure if this is a medtronic capsule and does not know the facility the procedure was performed at. The patient had an emergency MRI performed without any complications. The patient is currently very sick with peritoneal mesothelioma and has a lot of adhesions in the abdomen. The patient had been admitted to the hospital where multiple CT scans were taken and a metal object was noted in the abdomen, at which point it was learned that the patient had a previous endoscopy at a previous hospital six months prior. The capsule was seen in the MRI to be retained at the same spot with gallstones. There is no information on the procedure or why the procedure was performed. There are current attempts to contact the treating physician for more information.